Event description:
Customer received results of 117 mg/dl and 83 mg/dl on the aviva combo system and a result of 71 mg/dl on a professional method within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device however customer no longer has the test strips.

Manufacturer narrative:
The event occurred in (B)(6). Will not be returned to manufacturer.